Manufacturer narrative:
Correction: evaluation summary attached was misselected on initial 3500a. Field now corrected. A software investigation was completed and found the log analysis indicates that the issue was caused by the generator or a component of the generator. Software is functioning as designed. Medtronic investigation of returned suspect battery monitor board finds that the reported issue could not be duplicated; the indicator led's scrolled as expected when installed in the imaging test system. No fault found. Medtronic investigation of returned suspect atp board finds that the visual indicators ds1 and ds2 do not illuminate when the atp board was installed on the test imaging system. Beeping is emitted each time the generator is powered on. (B)(4) indicates error 2 occurred or error 10 did not occur are to be reset as needed, however error 1 represents a communications failure with the ht controller. The test system was powered down and the connectors were reseated however, at power up the problem remains. The reported event was confirmed to be caused by an electrical failure due to the atp console. The battery monitor board and atp board were replaced on the imaging system to resolve the issue. No further issues reported.

Manufacturer narrative:
The patient information was not obtainable. The medtronic rep noticed a generator error25 in the system software logs during inspection. The rep suspected an issue with the atp board and monitor charger board. On (B)(6) 2016: a medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly. On (B)(6) 2016: a replacement atp power control board assembly was sent to the site for issue resolution.

Event description:
A medtronic representative reported that the o-arm system was unable to emit x-ray during a posterior spinal fusion surgery. The ias was restarted twice, but issue persisted. When the ias and mvs were restarted a third time, x-ray was emitted finally. Surgery completed successfully with no impact to the patient. Minimal delay of less than an hour.